Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was programmed with several boluses; boluses were delivered and recorded properly in bolus history. No bolus anomaly noted. No unexpected max bolus alarms noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and cracked case near display window corners noted during our visual inspection.

Event description:
It was reported that the insulin pump delivered a max bolus during the night. Customer did not program the bolus. Nothing further reported.